Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m144031 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m144031, test base part number 190-430 / lot m144031 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144031 showed that the complaint rate is 0.01% . In addition, a review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m144031 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please refer to MFR. Report number: 1221359-2021-01901.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 1 of 2. The customer reported conflicting results with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal nipro sponge swab and generated positive results. Repeat testing was performed with the same sample cartridge used for attempt 1 and generated negative results. The customer stated the patient was asymptomatic and was only tested with idnow due to hospitalization. The patient's unspecified treatment was delayed due to the testing. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to report the investigation conclusion and additional information. Review of this case by quality assurance determined the sample receiver was not intended to be reused for valid results, and this is considered off label according to the package insert.